Manufacturer narrative:
The explanted leads were not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was hospitalized for a lead revision procedure because the lead had perforated the ventricle. The perforation was identified during the initial implant procedure, via fluoroscopy. It was reported the patient had refused to accept a blood transfusion (if one was deemed necessary) due to their beliefs, and therefore, the surgical team could not operate on the patient. Three weeks later, the patient was sent to the electrophysiologist for the lead revision. During the procedure, the right atrial (ra) lead was inadvertently dislodged. The physician elected to explant both leads and implant new ones to complete the procedure. No additional adverse patient effects were reported.